Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A small section of the driver shaft tip fractured off, rendering the device inoperable. The fractured section was not returned. The tip also showed signs of shearing/ twisting. The device was manufactured in 2017 and exhibits signs of extensive wear/usage. The fracture was most likely caused by torsional overload. Torsional overload can occur if the mechanical forces applied to the tip exceeds the material strength of the device. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the tip of the device was found to be broken after tightening a screw. No delay reported. No patient injuries reported. No s&n backup was available/required.